Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged continuous cough, throat clearing, sinus irritation taking medicine, headaches, fatigue, speech low pitch, hoarse, difficult to hear by others, choking feeling at the base of throat, non stop clearing throat. The patient also alleged losing clarity in her voice, burning sensations in her throat, nasal/throat irritation or soreness. The patient is on oral medicine, two inhalers, two nasal sprays. The patient also alleged having asthma and chest CT shows abnormality of liver. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging losing clarity in her voice, burning sensation in her throat, nasal/throat irritation or soreness related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this updated report will be filed. Section h6 updated in this report.